Event description:
It was reported that this right atrial (ra) lead exhibited increased threshold and decreased pulse height and eventually explanted due to lead perforation confirmed via ultrasound that revealed pericardial fluid accumulation. Pericardial drainage was performed. This lead was out of service and replaced. No additional adverse patient effects were reported.